Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-apr-17. It was reported that the cause of the patient¿s new pain was the location of the lead and it might have migrated. It is unknown if the issue resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 06-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that after the lead implant surgery, the patient was having a new type of pain. It was possible that the lead was touching a nerve root. An x-ray and a CT scan were taken. The percutaneous lead was removed and replaced with a surgical paddle lead on (B)(6) 2018. No further complications are anticipated.